Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell, (lot#: n3k2292y); sigphandle, sig power sigphandle handle, (serial#: (B)(6)); unknown egia su, unknown endo gia sulu, (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a distal pancreatectomy procedure, the firing process intermittently advanced without pressing the button, and the blade continued to advance even when the release button was pressed. The knife did not retract until manually released using the manual adapter tool. Despite these issues, the staples were properly formed in the tissue. The liquid crystal display (lcd) screen of the device showed low force, despite the reload being in the released state. After restarting the power stapler, it returned to normal operation, and when performed the firing test, it worked normally. However, the sound was obviously strange (the motor sound was loud). A new power handle and adapter were used to resolve the issue. There was no patient injury.